Manufacturer narrative:
(B)(4). Visual and functional evaluation was performed on the returned unit. The reported filter positioned upside down on the guide wire was confirmed. The difficulty loading the filter was not confirmed as the original tray and delivery catheter were not returned. It should be noted that the emboshield nav6 instruction for use states: ¿carefully inspect the system components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used.¿ in this case, it was reported that it was not noticed during preparation that the filter was loaded upside down. Additionally, as the guide wire was exchanged for a non-abbott guide wire, it should be noted that the IFU also states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element.¿ in this event, the barewire was exchanged for a csi viper wire to be used with the csi atherectomy device. It has been confirmed that the csi viper wire is equipped with a step feature to prevent loss of the filtration element during use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication to suggest a lot specific product quality issue. Based on this evaluation, a potential product quality issue has been identified with respect to the manufacture of the device. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat the popliteal artery. During preparation of the emboshield nav6 embolic protection system (eps), there was resistance when pulling back the filter into the dc pod. As no issue with the filter was noted by the account at that time, the eps was advanced. The filter was deployed without issue; however it was noted that the filter was positioned upside down on the guide wire. Atherectomy was performed and a non-abbott guide wire was used instead of the barewire. There were no reported adverse patient effects as a result of the filter and there was no clinically significant delay in the procedure. The account had taken a picture of the device prior to filter loading for internal training purposes only and noticed on review of the photo post procedure the filter did not appear as expected in the tray. No additional information was provided.